Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion from the re cable to the inner lumen at 70.3cm to 70.9cm from the connector pin.